Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle had foreign object. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.